Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply. The system operates as intended.

Event description:
The customer reported that the system was intermittently not booting up and performing fluoroscopy x-ray. There is no report of patient injury or death.